Event description:
This case was initially received via regulatory authority (B)(6) on 21-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one of the implants disappeared") and embedded device ("the other implant was cut and the piece remained trapped in the scar ligature") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "the other implant was cut and the piece remained trapped in the scar ligature". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), fatigue ("chronic fatigue"), myalgia ("muscular pain"), menorrhagia ("hemorrhagic menstrual periods") and fibroma ("fibroma"). The patient was treated with surgery (ablation of the uterus). At the time of the report, the device dislocation, embedded device, fatigue, myalgia, menorrhagia and fibroma outcome was unknown. The reporter provided no causality assessment for device dislocation, embedded device, fatigue, fibroma, menorrhagia and myalgia with essure. The reporter commented during the uterine ablation, the surgeon apparently did not worry about the implants, although he knew perfectly well that she had them. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 24-jul-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1230 cases. Embedded device. The analysis in the global safety database revealed 346 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or unknown is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.